Event description:
Customer reports of having issues with entering 0 into pump for boluses not allowing boluses to go through. Customer's blood glucose was 24.9 mmol/l. Customer was educated on proper procedure for entering bolus information for viewing on carelink. Customer scheduled to call healthcare professional regarding programming due to high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.